Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the insulin amount shown on the status screen did not match the insulin in the reservoir. The blood glucose at the time of the incident was 140 mg/dl. The customer stated that he changes the infusion set every 2 to 3 days but had not changed the site in 4 days. During troubleshooting, the customer found that air bubbles on the tubing. He was advised to change the entire set and monitor. The insulin pump will not be returned for analysis.